Event description:
It was reported that the patient was asymptomatic. It was noted that non-sustained right ventricular oversensing due to noise was observed on the right ventricular (rv) lead. Programming changes were made. The patient was stable.